Manufacturer narrative:
(B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided, a definitive cause for the reported difficulties cannot be determined; however there is no indication to suggest a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a de novo lesion with mild tortuosity and moderate to heavy calcification in the left anterior descending (lad) coronary artery. A 3.0 x 38 mm xience alpine stent delivery system (sds) was advanced and deployed successfully; however, the lesion had been resistant. Post-dilatation was performed with a 3.25 x 12 mm nc trek at 18 atmospheres (atm). The patient when recovering in the holding area complaint of chest pain and was taken back to the cardiac cath lab. Fluoroscopy revealed the stent implant had collapsed [recoiled], but remained patent. A second 3.5 x 38 mm xience alpine stent was used for treatment. EKG was performed and it was noted a myocardial infarction did not occur. The patient is stable and the outcome was successful. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.